Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) erbe generator involved with this complaint and completed the device evaluation. Review of the system logs confirmed the issue. Failure analysis of the generator with an in-house system reproduced the reported event. The unit displayed the error fault upon start-up. The unit energized and cauterized on all ports and recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the user observed an alleged burnt smell coming from the integrated electrosurgical unit (iesu) erbe generator. The customer received phone assistance from the technical support engineer (tse). Upon verification, user confirmed that the system initially powered on without issue and system functions were checked. Review of the site¿s system logs confirmed no related error fault. Use of the erbe generator was discontinued. Another generator was used. Once this was verified, no further issue was observed. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no issue related to arcing or unintended energy delivery. The procedure ws completed using another generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and confirmed that the erbe generator was defective. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the replaced erbe generator; however, failure analysis has not been completed to confirm/identify any reportable failure mode(s). Additional information is being gathered to determine the contribution of the device to the customer reported issue.